Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the extension tubing was confirmed. The product returned for evaluation was a t-lock extension leg with stylet. The returned product sample was evaluated and a split was observed in the extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. There was no evidence which directly supported the timing and location of the event which caused this sharp instrument damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC catheter was pre-flushed and soaked for the first use. During pre-flushing, evident leakage of liquids was seen from the extension tubing externally connected with the catheter heparin cap.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the PICC catheter was pre-flushed and soaked for the first use. During pre-flushing, evident leakage of liquids was seen from the extension tubing externally connected with the catheter heparin cap.